Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving inaccurate glucose readings (343, 130 & 259 mg/dl) from their freestyle flash meter. Customer reported experiencing symptoms of hypoglycemia, sweating and shaking, while talking with an adc customer representative. Customer stated she was going into hypoglycemic shock and instructed her daughter to call 911. It is unknown if the customer was seen by paramedics or went to the hospital. It is unknown if the customer changed treatment based on the results.